Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25aug2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse tested the circuits for leaks and changed the filters; however, the test still failed. The fse replaced the cv3 (check valve 3) to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator displayed error 2110 (patient circuit test failure). There was no patient involvement.